Event description:
It was reported to philips that the device experienced show lead off. No patient involvement reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the device experienced show lead off. No patient involvement reported. The field service engineer (fse) worked with the customer and did not find any faults. The field service engineer (fse) evaluated the device and did not find any faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.